Manufacturer narrative:
Device lot number and expiration date unavailable from the facility. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two non functioning leads, one right atrial (ra) and one right ventricular (rv). The physician prepared both leads with a spectranetics lead locking device (lld) to act as a traction platform. A spectranetics tightrail rotating dilator sheath and spectranetics glidelight laser sheath were utilized to remove the leads. During the removal of the rv lead, traction was applied to the rv lead and at this time the patient's blood pressure dropped. Rescue efforts began immediately, including rescue device and sternotomy. A tear was identified at the right ventricle. Both leads were removed and the tear was repaired successfully. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices.